Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient presented with a vibratory alert for an upper out to range high voltage lead impedance. Increased capture threshold was also observed. The lead was explanted and replaced. No further information is available.

Manufacturer narrative:
A partial lead was returned in two segments for analysis. The damage found was sustained during the surgical procedure. The portions of the lead that were returned were otherwise normal. Without return of the entire lead, a complete analysis could not be performed.